Event description:
It was observed during the device inspection, that the disposable biopsy forceps exhibited the tip of two operating wires were broken and there were missing parts. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. However, it is likely that the operation wire was either damaged or fell off from the fixing hole in the cup. This may have occurred because a strong load, exceeding the bearing strength, was applied to the connection point between the operation wire and the cup, leading to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that parts of the disposable biopsy forceps broke off. There were no reports of patient involvement.